Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-06961. It was reported that deployment issue and stent migration occurred. The target lesion was a coarctation in the apex of the curve of the aortic arch. A 20x40/10fr 75cm wallstent® endoprosthesis stent was advanced and deployed in the lesion. While measuring pressures, the stent migrated to approximately 70-80cm. An unspecified sheath was used to push the stent back up to approximately 40cm and ended in the proximal descending aorta, which was determined to be the most desirable alternative location. The stent was then post dilated using an unspecified large balloon catheter. A 24x45/11fr 75cm wallstent® endoprosthesis stent was advanced and deployed in the target lesion however it also migrated to approximately 40cm and ended up in the proximal descending aorta, overlapping the first stent. Both stents were post dilated with an unspecified balloon catheter. As the physician was completing the procedure, stent movement was being monitored. After an hour of monitoring, the physician assured that there was no stent movement. Both stents were secure at the end of the procedure. The physician noted that the two stents did not fully open or were not strong enough for the morphology, which contributed to stent migration. The procedure was completed using a non bsc balloon expandable stent. No further patient complications were reported and the patient's status was fine.